Event description:
Reporter indicated that her depression was worse than before she was implanted with the vns therapy system. Attempts for additional information from the reporter's attending physician have been unsuccessful to date.